Manufacturer narrative:
Other device listed in this report: cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Removed and replaced both components due to infection in left hip.